Manufacturer narrative:
The investigation has determined that a discordant, negative vitros anti hav igm result was obtained from a single patient sample tested on a vitros 3600 system. The definitive root cause could not be determined. However, a transient issue with either the anti hav igm reagent lot in use or the vitros 3600 analyzer, or a sample related issue cannot be ruled out as contributing factors. There have been no anti hav igm patient results questioned by the physicians, and there are no reported allegations of patient harm.

Event description:
The customer reported that a discordant, negative vitros anti hav igm result was obtained from a single patient sample using vitros anti hav igm reagent, lot 3780 on a vitros 3600 immunodiagnostic system, compared to reactive vitros anti hav igm result obtained from two alternate vitros anti hav igm reagent lots. Patient: negative value of 0.77 s/c vs. Reactive values of 1.68, 1.74 s/c.biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant negative result for the patient was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event.(B)(4).